Event description:
The patient stated when she woke up there were segments missing on the display of her infusion device. She stated later that day she had a hypoglycemic episode. Patient indicated that the power pack had been in use for 12 days at the time of the incident. She stated that her physician recommended that she adjust her basal rates. When she attempted to program the basal rates, the infusion device was "jumping around like crazy." Patient indicated that at the time of the occurrence, the basal rate program mode was not correct. She reported that at the time of the hypoglycemia event, she began sweating. Patient stated that she went to a store to purchase juice and candy then believed she passed out in her car. Upon waking up and returning home, her blood glucose level was 129 mg/dl. Patient reported switching to a different infusion device. She indicated that she did not have a doctor's recommended blood glucose range. Patient indicated that her blood glucose level was currently under control. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.